Event description:
Additional information received reported that there were two motor stalls on (B)(6); an update was done on (B)(6); motor stall recovery occurred on (B)(6) at 7:34, then at 13:34 motor stall occurred. On (B)(6) ¿stop pump period may exceed tube set¿ occurred. On (B)(6), another motor stall recovery followed by an hour after a motor stall occurred. Then on (B)(6) ¿stop pump period may exceed tube set¿ occurred again. No recovery was noted since then. It was suspected that patient also had withdrawal. The patient was in hospital for a period of time and then she was in a nursing home.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall was noted in event logs with no motor stall recovery recorded. Multiple motor stalls and recoveries had showed in the pump logs; motor stall on (B)(6), recovery (B)(6), stall (B)(6), recovery (B)(6), stall (B)(6), with no motor stall recovery. It was noted the reporter was unsure if the pump alarms were audible to the patient. It was also reported that the patient experienced a change in therapeutic effect. The symptom reported was an increase in baseline pain that was noted in the past couple of weeks, especially in the left leg. It was also reported that the patient had a bladder infection and pneumonia. It was unclear what the cause of the bladder infection and pneumonia were. It was later reported that the pump was set at minimum rate until the patient could be scheduled for a replacement in order to avoid a reoccurrence of recovery/motor stall fluctuations of drug delivery. No further information was reported at the time of this report. The drugs delivered via pump were bupivacaine, baclofen, and morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial#, implanted:, explanted:, product type: catheter. (B)(4).